Event description:
It was reported that during the procedure, pressurewire x, wireless device signal was lost, the pal light was steady yellow. After trying several times, the device couldn't be reconnected. Therefore, the device was not used in the patient and the procedure was completed with another pressurewire device. There was no patient involvement and no clinically significant delay in the procedure. The device that was used to complete the procedure was returned. Return analysis identified that the pressurewire x - wireless core, microcables, and proximal tube were separated 101.5cm proximal to the distal tip. The proximal tube and the microcables were separated 48.5cm distal to the proximal end of the wire, however, there were held by the core. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. There was no reported failure or issue with the returned device; however, the returned device was confirmed to be damaged. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the condition of the returned device appears to be related to circumstances of the procedure. The guidewire was returned with kinks, bends, twists, breaks, and separations which are consistent with being damaged during use and will cause numerous functional issues. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.